Event description:
It was reported that the device was in use with patient for life-sustaining infusion (drug name not provided). The reporter stated the device battery depleted and the patient's infusion settings were not saved. The reporter stated the infusion was stopped for approximately 1 hour. The reporter stated the patient switched to their back up pump. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation : one cadd pump was received for investigation. Upon functional testing, it was found that the pump's program was lost and while testing the device also powered off. The pwa board was determined to be non-functional. Based on the investigation and testing, the complaint was confirmed. The event problem source could not be identified.